Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging appeared damaged with crumpled corners and side panels. Shipping labels were adhered to the outer packaging. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Gasket remnants were present on the rim of the jar. Crystallized, dried glutaraldehyde were present along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. The gasket exhibited a small area of peeling in the rubber material, spatially aligned with gasket material observed adhered to the jar rim. There were loose pieces of gasket noted inside of the lid. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implantation procedure, when the evfxplus-34 glass jar was opened, the sealing ring stuck completely to the jar. It was noted that there was difficulty opening the valve jar, and loose particulate matter from the jar lid seal/gasket was not visible. The device was never implanted and was replaced. No patient complications were reported as a result of this event.